Manufacturer narrative:
Concomitant product(s): a 5024m-58 lead, implanted:(B)(6) 1995. This device was reported as included in the field action.  Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing cardiac syncope, dizziness, "grey outs" and shortness of breath. The patient had related questions about the expected longevity of the battery of the implantable pulse generator (ipg). Per follow up, the patient had not reached out to the clinic regarding these concerns. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.